Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was further determined that the failure was due to cleaning and lubrication. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and/or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor of the air reamer/drill device seized, jammed and was moving heavily. It was further determined that the device did not work, was defective and there was excessive dirt and oxidation internally. It was further determined that the device failed pretest for check the starting behavior at 2 bar, check power with test stand, min. 190 w to 260 w (watt), check for air leak, check for excessive noise, check for immediate stop and check for free movement. It was noted in the service order that the device stopped working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.